Event description:
Information received by medtronic indicated that the battery compartment was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated cracked and cracked battery compartment. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads, cracked belt clip slot, cracked case at the reservoir tube window corners and cracked reservoir tube window. Unit received unable to perform the displacement test. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off.